Event description:
Organ failure [organ failure]. Infection [infection].

Manufacturer narrative:
Case reference number: (B)(4) (initial) is a spontaneous report initially received from a company employee on 04-aug-2025, which concerned a 28-year-old male patient who received epicel grafts. The patient experienced infection (pt: infection) and organ failure (pt: organ failure). On 21-jul-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as less than 0.1 - pass. The patient's medical history included 88% tbsa burn from oil explosion. The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient was hospitalized. The patient was treated with recell. On (B)(6) 2025, the patient experienced the events of infection (pt: infection) and organ failure (pt: organ failure). On the same date, the patient coded. On (B)(6) 2025, the patient was put on continuous renal replacement therapy (crrt). On (B)(6) 2025, the patient passed away. The causes of death were reported to be infection and organ failure. It was unknown if the autopsy was performed. At the time of the report, the outcome of the events of infection and organ failure was fatal. The reporter did not provide a causality assessment for the reported events. Additional information was received on 12-aug-2025 and processed together with the initial. No further information was provided. Company comment: vericel assessed the event of infection as serious (due to fatal outcome), unlikely related and expected. The event of organ failure was assessed serious (due to fatal outcome), unlikely related and expected. Of note, patients with burn injuries are prone to infection and in this particular case, the high tbsa of 88%, along with infection would likely precipitate the occurrence of organ failure. The case does not qualify as an MDR, nor as a 15-day report.